Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) levels that range from (300-400 mg/dl) with minimum ketones present. The customer took a bolus to stabilize bg level. The customer stated that elevated bg levels were due to basal rate being low and on (B)(6) 2016 customer spoke with health care provider regarding the issue and the basal rate was increased which has resolved the issue.